Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the output on this right ventricular (rv) lead was previously reprogrammed high due to high threshold measurements. During a routine follow-up, the threshold measurements were normal and the output was lowered. When this occurred, intermittent loss of capture was noted. It was also noted the automatic threshold trend was not very consistent and there was a large range of threshold measurements over a month. As a result, the output was reprogrammed to a higher value for patient safety. A revision procedure was later performed wherein the rv lead was repositioned in addition to the device upgraded to a cardiac resynchronization therapy defibrillator (crt-d) with right atrial and left ventricular leads implanted. The patient was not pacemaker dependent and had an underlying rhythm. While initial x-ray did not suggest dislodgement it was noted that the lead was not well affixed to the patient's tissue and dislocated upon insertion of a stylet at revision. No additional adverse patient effects were reported. This lead remains in service.